Event description:
It was reported that the patient experienced discomfort due to ipg position. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Exact date unknown, event occurred over the past 6 to 8 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort due to ipg position. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. Additional information was received that the patient pocket site pain attributed to weight loss.